Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. On an unreported date, the pt was treated with an unspecified medication, and treatment was ongoing. The cause of peritonitis was unknown. At the time of this report the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be filed.